Event description:
Pdc received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 8:00am ((B)(4)). Patient's daughters ((B)(6)) called in reporting the medical intervention. One of the daughters (not identified) stated that she went to her mother's room to wake her but found her clammy to the touch, unresponsive and with slurred speech. Patient's glucose reading at the time of the event was 123mg/dl. Patient's daughter called paramedics between 5-10 minutes after the initial event. Upon arrival, paramedics performed a glucose test with their meter with a result of 53mg/dl. Approximately 20 minutes passed between testing with the patient's meter and the paramedic's meter. Paramedics also performed an additional glucose test with the prodigy meter with a result of 121mg/dl. Patient was given dextrose IV and ginger ale by paramedics to raise blood glucose level and was transported to ER. Patient's daughter could not remember exactly but believed that patient's glucose level upon arrival at ER to be about 200mg/dl. Patient's total stay in ER was around 9 hours. Patient's blood glucose level prior to discharge was unknown. Pdc sent replacement and prepaid envelop requesting return if suspect system.